Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion, 3.0 mm x 14 mm in diameter, located in the mid-left anterior descending (lad) coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. For pre-dilatation, a 3.0 x 12 mm trek rx balloon dilatation catheter (bdc) was used and crossed the lesion. Resistance with the anatomy was felt during advancement of the 3.0 x 12 mm trek rx balloon catheter and during the first inflation, the balloon ruptured at 8 atmospheres. The lesion was successfully dilated with an nc trek balloon catheter to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.